Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue however the cartridge alarm recurred. The customer will continue to use current pump, but has manual injections if needed. There was no adverse impact to the customer¿s blood glucose level.